Event description:
A confirmed motor stall was noted in the event logs with a motor stall recovery recorded. The logs showed that the pump stalled at 0421 and re-started at 1216. The pt stated that her pump "was not working." The medications being delivered via the device system were baclofen 280mcg/ml, clonidine 450mcg/ml, morphine 50mg/ml. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).